Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code. The hospital representative stated to baxter service facility that they have no record on any pt incident involving the pump since the last baxter service event.